Manufacturer narrative:
Additional info: a2 (date of birth), a4, b7, d8, e1 (facility name, street, city, region, postal code), h6 (updated all codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced abdominal pain, distention, adhesions, mesh failed, pain, mental anguish, scarring, disfigurement, and recurrence. Post-operative patient treatment included revision surgery, repair of adhesions, and removal of mesh.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Subsequent to the implantation of the mesh device, the patient began to have abdominal pain and abdominal distention among other symptoms. Approximately 2 years and 5 months post op the patient underwent surgery to repair extensive adhesions to the mesh. The patient underwent an additional surgery approximately 3 years 10 months post op. The patient continued to suffer from abdominal pain. The mesh failed, caused serious injury and portions of the mesh had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has suffered, and will continue to suffer both physical injury and pain and mental anguish, permanent and severe scarring and disfigurement.